Event description:
It was reported that the customer received an incomplete bolus alert after requesting a bolus. Reportedly, the customer's blood glucose level was impacted (elevated). During troubleshooting with tandem technical support, contact understood that the user must confirm bolus delivery after the bolus request had been made.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.